Manufacturer narrative:
During device analysis a malfunction was noted. Session records show that high current was detected in the fuel gauge. The high fuel gauge current detected by the device but was unable to be reproduced. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: for missing DHR h11. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.